Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had issues with bolus delivery. The customer's blood glucose level was unknown at the time of the incident. The customer stated that his insulin pump was giving a dual wave bolus and stayed stuck on a number and the only way to remove it was to suspend the insulin pump. It happened twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No bolus stopped alarm noted. (B)(4).